Event description:
It was reported to boston scientific corporation that a lithoclast ultrasound probe was used for a percutaneous nephrolithotomy procedure on (B)(6) 2013. According to the complainant, during the procedure, the ultrasound probe broke due to the rubbing against the scope while being torqued. The broken pieces were retrieved from inside the patient. It was unknown how the broken pieces were retrieved. There was no information whether the procedure was completed or not. Attempts for additional follow up has been made. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well. Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-11438 pertains to the other device.

Manufacturer narrative:
Reported event of ¿probe broke.¿